Event description:
The manufacturer received information alleging an everflo oxygen concentrator had a white substance coming out of it and into the home. The patient and wife had coughing. The patient was prescribed antibiotics. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer received information alleging an everflo oxygen concentrator had a white substance coming out of it and into the home. The patient and wife had coughing. The patient was prescribed antibiotics. The reported event device has a white residue coming out of their device and covering everything in their home. Allegedly the residue has caused the patient to have coughing, "wake up with hives," "breathing is very bad" and the patient is on an antibiotic was reviewed by clinical expert. Based on information available at the time of this review, there is insufficient evidence to pronounce a serious injury. Also antibiotics for cough does not definitively imply necessity to preclude a life-threatening injury or permanent impairment. Additionally, the manufacturer concludes that if the alleged event were to recur it would not result in a death or serious injury. Therefore, it has been determined that the reported event does not meet the definition of a reportable serious injury. The device may have possibly caused or contributed to a reported event. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 has been updated in this report.

Manufacturer narrative:
The manufacturer previously received information alleging an everflo oxygen concentrator had a white substance coming out of it and into the home. The patient and wife had coughing also alleged that patient had bad breath. The patient was prescribed antibiotics. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The device was evaluated. The unit was covered in white powder (internal and external.) The internal aspect of the device was inspected. The device powered on and however running of system creating fine white powder emitted from rear of unit. The integrated sieve top enclosure was leaking at the gasket when the system pressure bypasses the rubber o rings. Zeolite escapes containment of the micro disk and was spreading throughout system at weakest points (leaking.) The manufacturer concludes that sieve cannisters leaking zeolite (white powder) and failed/faulty sieve cannisters from a lack of pm or duty of care. In this report, section d9, g3, h3, h6 has been updated.